Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The health care provider (hcp) reported that the patient felt a shocking sensation. Also, the patient told the doctor that the stimulation was "not working." The patient turned stimulation off and the shocking stopped. The patient had previously met with another doctor and manufacturing representative on (B)(6) 2015 and they determined that the entire system needed to come out and they did not recommend putting in another one. Additional information received from the manufacturing representative reported that he was aware that the patient as referred but was not aware that she had issues with the device. The manufacturing representative was not aware of the shocking situation.